Manufacturer narrative:
(B)(4).

Event description:
The patient presented in-clinic for a scheduled follow-up. Upon interrogation over sensing was noted at maximum sensitivity. The device was reprogrammed to what was suggested by technical service personnel. The patient was stable throughout the interrogation and post follow-up and would continue to be monitored.